Event description:
In a written communication, the manufacturer, the customer stated of the compact plus meter, "one of the batteries exploded and it is not working". Three subsequent attempts on the part of the manufacturer to contact the customer for further information were unsuccessful. No adverse event was reported. A request was made for the return of the meter, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.